Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 201 1- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: one low battery warning observed in the black box due to normal battery wear. The black box verifies one call service 064-0001 alarm, the force at the time of the alarm is high and the pump correctly alarmed to alert the user to the issue. A prime smart operation was performed with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The pump electrical current draws were tested and were within specifications. The pump was opened and no evidence of debris was found on the lead screw.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump involved with this complaint was evaluated by animas product analysis on (B)(6) 2011. The pump passed testing with no faults found. If animas obtains additional information regarding this complaint, a follow up report will be submitted. At this time, animas considers this matter closed. No insulin delivery defects were found. Pa investigation was unable to verify or duplicate the reported motor noise.

Manufacturer narrative:
Follow-up #2 07/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her blood glucose (bg) ranged from 248mg/dl to 373mg/dl with tiredness and dry mouth. Her healthcare professional made adjustments to the basal rate due to her elevated blood glucose levels. Customer support (cs) completed troubleshooting with the pump and all user programmed settings and total daily doses were correct. The pump history showed that the pump was suspended from 16:11 to 16:43. The patient reported that the pump was making a noise. She stated that during basal delivery she heard a click coming from the pump. The patient stated there was air in the cartridge. The patient reported she used the abdomen site for (B)(6) and has scar tissue. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.